Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt kept leaking because the black inflation valve dislodged (popped out) when staff pushed in the syringe, filled the balloon with air, then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).